Event description:
It was reported during a da vinci-assisted surgical procedure, the force bipolar instrument had a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported issue. The instrument was found to have a broken conductor wire at the distal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Root cause of this failure is attributed to a component failure. The instrument was found to have a broken grip tip. The broken part is located at the base of the grip tip and not the gripping portion of the component. A piece approximately 0.065" x 0.117" was found to be broken off and was not returned. The instrument was found to have a frayed grip cable at the distal idle pulley. The frayed cable strands stuck out at the wrist.